Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) device is similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar. The aneurysm extended distally from the left subclavian artery. Since aneurysm in the left common iliac artery and narrowing of the right femoral artery were observed in the patient, approach from right common iliac artery was selected. After the preparation of the complaint zteg-2p-38-202-pf was finished, insertion of it from right iliac artery was begun. However, a slight hangnail/cut mark was found on the middle part of the sheath then. Since only the tip of the system had been advanced into the patient's body when this issue was found, no adverse effects to the patient occurred due to this. It was replaced with another tx2 and the procedure was completed successfully. Patient outcome: no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable as the affected part was not in contact with patient. It is concluded that the event did not and could not lead to serious injury to the patient, as the erroneous part of the device was noticed prior to introducing the entire sheath into the patient, and the cut mark/hangnail did not make contact with the patient. G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: after advancing the tip of the system into the right iliac artery a slight hangnail/cut mark was noted in the middle of the sheath and product was replaced. No product was returned and without the actual complaint device, it would be inappropriate to speculate at what may or may not have caused the "hangnail/cut mark". However, it is noted that the hangnail/cut mark was discovered after insertion was begun, ie it was not noted during preparation, when wiping the sheath with saline to activate the hydrophilic coating prior to use. It has not been possible to determine the root cause of this occurrence. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.